Event description:
It was reported that the patient experiencing palpitations presented during follow-up in clinic. Upon review, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. The physician capped and replaced the lead on (B)(6)2022. The patient was in stable condition throughout the procedure.